Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced irritation and dry eye in the right eye (od) at a 4 day post op exam. A description from the surgery center indicated the patient had irritation for 2 days despite using artificial tear drops and eye drops. Oral steroids (medrol dosepak) were prescribed and topical steroid dosage was increased to resolve symptoms. In addition, the flap was lifted and rinsed. The patient commented he was feeling better today. Best corrected visual acuity (bcva) from (B)(6) 2017. Right eye pre-op 20/20 -1.75 x -.50 x 90, left eye pre-op 20/20 -2.00 x -.50 x 90.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.